Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture. Atrial thresholds were reported as chronically high and it was noted that the lead was not capturing. The physician chose not to revise the lead due the patient's age. The ra lead remains in use. No patient complications have been reported as a result of this event.